Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the control unit of the small battery drive device was not functioning and was defective. It was noted that the motor was damaged. It was further determined that the device failed pretest for check off/oscillation/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function, check compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii, and check the function with the electric pen drive (epd)-console. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. A review of the service history record indicates that the device had been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the on/off switch of the small battery drive device was locking. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on the 22nd day of an unknown month in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.